Manufacturer narrative:
Block b3: exact date unknown, event occurred since december 2025 prior to the date the manufacturer became aware. Block d2b: lgw, qrb additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 7078144 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing decreased pain relief and the lead had high impedances. The patient underwent lead replacement procedure. Patient was doing fine postoperatively. Nothing to return, facility kept.